Event description:
Customer reported that intermittent malfunction alarms occurred, and that the issue was also related to malf 16 field correction notice there was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.